Event description:
It was initially reported that an injury had occurred to a client whilst they were in contact/near to the basic shower trolley. Information pertaining to the patient's injuries are, at this point, unknown. However, the representative was able to confirm that an injury was sustained by the patient and the patient was hospitalized as a result. More information relating to the injuries has been requested. The trolley was inspected and it was found that the poly-glass base was cracked and corner buffers were missing or damaged. Representatives states that the cracks in the poly-glass looked to be apparent for some months due to build up of contamination and dark fracture lines. The device has since been taken out of service. Additional information provided on (B)(6) 2014 that the facility is now considering providing us with more information in regards to this incident. For this moment we have just received a report which states that a female resident aged (B)(6) years died after suffering a blow to the head whilst using/being close to our basic shower trolley. Arjohuntleigh representative is trying to get more information from (B)(6) (clinical compliance coordinator) at this facility. Ref MFR report #3007420694-2014-00028.